Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose of 202-386 mg/dl despite bolusing through the infusion device and changing his insulin cartridge and infusion set. He stated there was an air bubble in the insulin cartridge and he was assisted in priming it from the system. Further troubleshooting did not reveal any product issues. Upon follow up on (B) (6) 2010, the patient's foster father reported after adjustments were made to the patient's basal rates his blood glucose decreased. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.